Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes there were air bubbles in the separation gel and and oil gel globules in the sample. There were no health consequences or impacts reported.

Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. Investigation summary: bd received 3 samples and 4 photos for investigation. The photos were reviewed and the indicated failure mode for oil gel globules was observed. The customer samples were reviewed and the indicated failure mode of gel air bubbles was observed. Additionally, 100 retention samples from bd inventory, were evaluated by visual examination and the issues of oil gel globules and gel air bubbles were not observed. No gel issues were observed on retention sample review. Complaints for sample quality are under statistical control for the month of may 2024. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure modes oil gel globules and gel air bubbles. Bd was not able to identify an exact root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.